Event description:
Covidien received info that due to a malfunction, the patient was removed from the ventilator. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The eval and repair of the device has not been completed.

Manufacturer narrative:
(B)(4).